Event description:
It was reported by a neurosurgeon that a vns pt started having increased seizures starting in (B)(6) 2011. The pt seizures gradually increased to where she had more than 20 seizures per day. The physician described the pt seizure characteristics similar to her prior seizures. The vns device was found to be at the end of service suggesting battery was nearing end of life. The physician did not know if pt's increase in seizures was related to vns device being at end of service or due to post operative interval.